Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle will not draw insulin. This was discovered during use. The following information was provided by the initial reporter: consumer reported that the needle will not draw, stated that when he tries to draw the insulin, it goes back into the vial. Samples will be submitted for evaluation.

Manufacturer narrative:
H.6. Investigation: customer returned nine (9) used 31gx8mm, 1ml bd insulin syringes from opened polybags from lot 9028860. Consumer reported that the needle will not draw, stated that when he tries to draw the insulin, it goes back into the vial. All nine returned syringes were examined, then tested for flow: all nine syringes were able to draw and expel properly. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9028860. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200802121] noted that did not pertain to the complaint. There was one (1) notification [200802533] noted for high break out sustaining. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle will not draw insulin. This was discovered during use. The following information was provided by the initial reporter: consumer reported that the needle will not draw, stated that when he tries to draw the insulin, it goes back into the vial. Samples will be submitted for evaluation.